Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was provided reset instructions, successfully reset pump, and did not experience recurring malfunction, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.